Event description:
Jan 22, 2000 a jackson-pratt drain was removed from a pt. Although it was not discovered at the time, the drain was broken during removal. When it was later discovered (may 2), the remaining portion was removed.